Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified arteria renalis. Pre dilatation was performed with a 2.5mmx20cm coyote ¿ balloon catheter. During unpacking of the 3.50mm/1.5cm/140cm small peripheral cutting balloon¿, the protective tube was attempted to be removed; however, the base of the balloon was noted to be separated. The procedure was completed with 3.5mmx20mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was verified and within specification. A visual examination revealed that a break was present in the inner shaft at 4mm distal to the distal markerband. As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified arteria renalis. Pre dilatation was performed with a 2.5mmx20cm coyote ¿ balloon catheter. During unpacking of the 3.50mm/1.5cm/140cm small peripheral cutting balloon¿, the protective tube was attempted to be removed; however, the base of the balloon was noted to be separated. The procedure was completed with 3.5mmx20mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.